Event description:
The user facility reported that the guidewire in the glidesheath slender kit got stuck inside of the provided needle and requires manipulation to successfully pass through the needle. Patient condition was stable, and the procedure was completed successfully. Additional information was received on 21 jun 2022: the procedure for the patient was a peripheral angiogram with angioplasty and atherectomy of right lower extremity. They did not switch to a new glidesheath slender (gss) to complete the procedure.

Manufacturer narrative:
Patient identifier: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update sections d9 and h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire and needle mobility issues because the sample was not returned for assessment. The exact root cause could not be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.